Manufacturer narrative:
There is no additional event information available at this time. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. Upon testing, the camera was not recognized by the video processor and there was no image displayed. The cable unit being faulty resulted in this issue. Conclusion of the evaluation is that the cause of the faulty cable unit could not be established.

Event description:
As reported for this event, the device is not recognized when plugged into a video processor. No image is displayed. There is no reported patient involvement.

Manufacturer narrative:
More information regarding device evaluation is available. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. Device history records review yielded no abnormality is confirmed. Product complied with the specifications. General cause for images do not appear: the camera head's video connector is not connected to the camera control unit. The endoscope is not connected to the camera head. The electrical contacts and optical connections in the video connector are dirty. A root cause could not be determined for this event; however, the cause of the issue has been identified as the faulty cable unit. Since the device complied with the specification, it is likely that the issue was caused due to factors after the device was released.